Event description:
It was reported that during an unknown procedure, the trocar broke off and fell into the patient. It was not reported what part of the trocar broke. These are all the details currently known.

Manufacturer narrative:
(B)(4). Additional information: the patient was obese with a bmi of (B)(6). The surgeon was trying to angle the camera towards the pelvic and the obturator cracked. What part of the trocar broke (i.e., sleeve, obturator shaft, piece of the adjustable plug, etc.)? Obturator shaft. Was the broken piece retrieved from the patient? Yes. How was it retrieved? Pulled out. Did retrieval of the broke piece alter the procedure in anyway? If so, how? No. What is the current status of the patient? Ok the analysis results found that the instrument was received with the sleeve broken and melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.